Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) automatically starts after black screen and the device is replaced. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.